Event description:
Pt with aortic valve heart disease had a valve replacement. They developed endocarditis and was readmitted with diagnosis of unspecified endocarditis. It was decided to replace the valve again. The pt was readmitted 3 months later with recurrent endocarditis and a cardio/urogenital infection. Pt placed on antibiotic therapy and discharged home.